Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen [2000 mcg/ml] at a dose of 899 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported on 2016-dec-07 that the patient was in the office due to increased spasticity. Upon interrogation of the pump ¿a terminal event has occurred ¿ end of service (eos) occurred elective replacement indicator (eri) occurred¿ and ¿schedule to replace the pump by (B)(6) 2017¿ messages were seen. Per the last refill session data report from (B)(6), the elective replacement indication was 17 months. No audible alarm had been heard or reported. It was noted that the patient was hospitalized for possible aspiration and rebound spasticity at the end of (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
There was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4). Additional information received on 2017-jan-26 from a healthcare professional (hcp) and a manufacturer representative (rep) reported it was unknown what troubleshooting was performed related to the critical alarm that started going off on (B)(6) 2016. It was noted oral baclofen was given to resolve the alarm that started going off on (B)(6) 2016, and it was unknown as to what caused the alarm to start going off on (B)(6) 2016. When asked if the critical alarm had been resolved it was noted that the pump was removed on (B)(6) 2017. It was later reported a motor stall occurred and the pump was explanted on (B)(6) 2017. No diagnostics or troubleshooting was performed related to the motor stall and no environmental/external/patient factors may have led, caused, or contributed to the event. It was noted at time of the report that patient was receiving baclofen 2000mcg/ml with an unknown dose, and the issue was not resolved at time of report. It was noted patient was also taking oral baclofen. It was noted surgical intervention did occur as pump was explanted and not replaced. Patient status was alive-no injury. It was noted the pump will be returned for analysis. Additional information provided was previously reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2016-dec-15. It was reported that the messages of ¿eri occurred¿ and ¿eos occurred¿ appeared in the pump logs at the last fill on (B)(6) 2016. It was noted that no alarm went off. Troubleshooting performed related to the eri/eos occurred was unknown. Oral baclofen was given as an action taken to resolve the eri/eos occurred. The cause of the eri/eos occurred and no audible alarm was heard was not determined to the hcp¿s knowledge. It was indicated that the pump was getting replaced on (B)(6) 2017 and oral baclofen was being used until then to resolve the eri/eos occurred, no audible alarm was heard, and the increased spasticity. Patient notes regarding the event were received. It was reported that an hcp reported the device failure that reached patient and contacted a manufacturer¿s representative to request that when the patient¿s pump was explanted that the pump be returned for further analysis. It was noted that the patient was admitted to the hospital on (B)(6) 2016 for aspiration pneumonia and hypoxia and was discharged on (B)(6) 2016. During her inpatient stay the patient¿s mother reported that she had increased spasticity that seemed to come on abruptly and then had gradually been resolving to the status the patient was at that day. The patient¿s right lower extremity had increased tone and not staying on her wheelchair leg rest. The patient¿s pump was interrogated and the following message was received: ¿terminal event has occurred in the pump, eos (end of service) occurred, stopped period may exceed tube set, eri (elective replacement indicator) occurred, schedule to replace the pump by (B)(6) 2017.¿ the hcp spoke with the manufacturer and confirmed that the pump battery failed and the pump was no longer working, per the hcp. The hcp stated there was no way to confirm the exact date/time the battery failed. It was indicated the patient¿s last pump refill was completed on 2016 (B)(6) and eri at that time was 17 months (note this information is conflicting with refill date previously noted as (B)(6) 2016 and conflicting with the statement the eri/eos messages appeared in the logs at that refill). It was indicated that oral baclofen prescription was sent for the patient to have as needed and that the patient¿s condition was currently stable with increased tone in her right leg. A consult to neurosurgery was ordered. The visit diagnoses included spastic hemiplegia affecting left nondominant side and the reason for visit was muscle spasticity. Additional information was received from a consumer on 2016-dec-29. It was reported that the (B)(6) the patient went into withdrawal as the patient was throwing up the night before and after, patient aspirated, jerking, having breathing issues, and it was all getting worse and they took her to the hospital. The hospital didn¿t check the pump at that time and they were treating the patient for the aspiration and flu. The patient was in the hospital for six days then came home with oxygen. The patient had a check-up on (B)(6) 2016 and found the pump was ¿dead/expired.¿ the pump alarm started to go off last week four days ago (from (B)(6) 2016). The consumer asked if there was any concern with the alarm going off on the pump. It was confirmed they were hearing the critical alarm. It was noted the hcp was treating the patient with oral baclofen but the patient had an allergic reaction and was breaking out from the baclofen, so the patient was given oral ibuprofen only and the patient seemed comfortable. The patient had an appointment for refill on (B)(6) 2017. The pump was supposed to be replaced nine months from now. It was indicated they would meet with the hcp to discuss next steps on (B)(6) 2017 and would be calling the nurse on monday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.